Event description:
It was reported that this patient with a recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced intense pain surround the pocket while sleeping and subsequently presented to the emergency department. X-ray imaging was performed and confirmed appropriate system placement. However, it was still hypothesized that the device potentially migrated from the implant location. The patient stated that the pain had subsided, but a feeling of traction on the electrode during particular movements. Boston scientific technical services (ts) was contacted for a data review and confirmed that the system sensing was appropriate. Nevertheless, potential shock testing to evaluate the system integrity, as well as close remote monitoring was recommended. Recently, the patient felt pain again and the physician elected to perform surgical intervention. However, when the pocket was surgically opened, the physician confirmed that the device was located in the same implant position and well fixated. Therefore, it was elected to close the pocket and leave the s-ICD system in situ. As all sensing measurements were deemed appropriate, the physician is continuing with normal monitoring. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.